Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colectomy procedure, the ileorectal anastomosis was made without difficulty but when the device was removed from the patient, the front of the device remained in the rectum. A manual removal by pressing on the rectum was performed without consequence to the patient. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # l51v5y. Additional information received: the front of the device is referring to the anvil. The other questions have been sent to the customer. During a colectomy, the ileorectal anastomosis was made without difficulty but when the device was removed from the patient, the front of the device remained in the rectum. A manual removal by pressing on the rectum was performed without consequence to the patient. The analysis results found that the cdh25a device arrived in good visual condition. Only anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. No incident related to the reported event was observed during the batch record review.